Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite (return instrument test / evaluation) functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - one or more cycle advances to next fill when slow or no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 2. The programmed fill volume was 2500 ml and drain volume was 1819ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported.